Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported when the oxygen source was switched from the wall to an oxygen tank the device alarmed and displayed oxygen not available and high o2 supply pressure. There was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported when the oxygen source was switched from the wall to an oxygen tank the device alarmed and displayed oxygen not available and high o2 supply pressure. There was no patient harm.